Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vial was dry, and the lens was a little stiff and difficult to load into the inserter. Subsequently, the lens was inserted into the pt's capsular bag and took 15 minutes to unfold. The lens remains implanted.